Event description:
It was reported that the lead integrity alert had tripped, that several episodes were recorded on the same day, and that the caller inquired "what is causing this noise." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.